Event description:
It was reported that the patient experienced unspecified issues with a five year old artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient did not experience any adverse event and was good after the procedure. No more information available at the moment. Should additional information become available, it will be provided. Additional information was received. The patient experienced recurring incontinence leading to the procedure. The specific issue with the device was unknown. No more information available at the moment. Should additional information become available, it will be provided.